Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the device was off and not functioning. No further complications were reported.